Event description:
Customer reports 8 incident of a blood leaks between 01/01 and 02/01. Incidents occurred on reuse number 0-10 during pt treatment. Noted by blood leak alarm and visible blood in the dialysate. Estimated blood loss was 250cc's per incident. Treatment was able to be continued with new dialyzers and new bloodlines without incident. No pt injury or medical intervention reported.

Event description:
Customer reports 1 incident of a blood leak on use #7 in the middle of patient treatment. Noted by a blood leak alarm and confirmed with hemastix. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.